Event description:
It was reported that the pt's lead impedance measurements were greater than 4,000 ohms on one side of the neurostimulator. The leads were switched and high impedance was still received. The company representative confirmed that the pt experienced no stimulation on the right side. The pt's device was reprogrammed and the lead group was changed. The pt experienced good stimulation following reprogramming and recovered without sequela.